Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker iii, capsular contracture".

Event description:
Healthcare professional reported, no complaint against the device. Physician, later reported, "baker iii, capsular contracture". Record is for left side. Device has been explanted.